Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on-site but was unable to reproduce the issue. The fse noticed that the flooring was uneven, and during "lead horse by nose" (lhbn), the universal surgical manipulator (usm) would drift if not locked before letting go. The fse informed the staff of the possibility of the drapes being too tight. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. While the root cause could not be definitively established, a possible cause based on fse field evaluation may be attributed to improper customer setup. The system issue may have been a result of the draped being too tight and/or the floor of the operating room being uneven which may contribute in the usm drifting if not docked before being let go.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site contacted the intuitive technical support engineer (tse) to report that the universal surgical manipulator (usm) was drifting during targeting. The tse advised the site to make sure the drape was not too tight on the usm. The procedure was completed with no reported injury.